Manufacturer narrative:
The customer stated that they were not receiving tabular trend on one of their telemetry units. He said they have 4 tele's being monitored but this is the only one that isn't storing tabular trend. Nihon kohden technical support (nk/ts) had him check tabular trend and all the settings and everything sounded like he had everything set up correctly. Nk/ts had him make sure he double-arrowed all the way over to the recent time in tabular trend, and he was on the most recent time and still saw nothing. Nk/ts asked him when the last time the central nurse's station (cns) was rebooted and at this time that's when the customer stated the last time the cns was rebooted was yesterday but that's because of a power outage that happened on the cns because of the ups failure. Nk/ts determined that since the power outage, the telemetry unit wasn't keeping tabular trend. Nk/ts advised to reboot cns and this solved the issue.

Event description:
The customer stated that they were not receiving tabular trend on one of their telemetry units due to cns shutting down during power outage.